Event description:
We received an allegation about questionable results for unknown number of patients' samples tested with calcium (ca) gen. 2 assay on a cobas 8000 c702 module when compared to a different cobas 8000 c702 module. Discrepant results for 1 patient's plasma sample was provided. Initial result: 4.9 mg/dl. Repeat result: 8.1 mg/dl. The repeat result was deemed to be correct. Reportedly a corrected report was issued.

Manufacturer narrative:
The ca2 reagent lot number was 67147801. The expiration date was not provided. On 07-jun-2023: the field service engineer (fse) found that the rinse mechanism was clogged and the cell blank was dripping. The fse checked the sample probe adjustment, the pump pressure, and the rinse wash. He flushed out the cell blank water tubings. The fse performed cell blank measure and photometer check. Precision studies were performed and they were within specifications. The customer performed calibration and qc and they were acceptable. On 13-jun-2023 and on 14-jun-2023: the fse found that the rinse tubing on a rinse mechanism was compromised. He replaced the rinse tubing, a valve, and the cell blank valve. He also adjusted the dispensing function of the wash station water. The fse performed mechanism checks and verified the correct cell blank water dispense volumes according to the recommended specifications. Precision studies were performed and they were within specifications. The customer performed calibration and qc and they were acceptable. Calibration was last performed on 23-apr-2023 with acceptable results. Qc was acceptable. There was no indication of a reagent performance issue. Two "abnormal aspiration" alarms were observed on the alarm trace data. These are indicators of possible poor sample quality. The service actions (replacing the rinse tubing, a valve, and the cell blank valve and adjusting the wash station water) resolved the issue.